Event description:
When the IV was started the catheter broke from the adapter. Another nurse was able to help retrieve the catheter without surgical intervention.

Manufacturer narrative:
The sample was discarded by the hosp. Upon completion of the investigation, a supplemental report will be submitted.